Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 26.5 to 27.1 cm from the distal tip, consistent with friction to another device.

Event description:
The patient presented to the ER after receiving a shock. It was noted that the patient had a vf episode. A possible hv lead issue being out of range was observed. Upon extraction, insulation damage was observed. Evidence of twiddling of the ICD and lead was noted.